Manufacturer narrative:
The investigation of this complaint is not complete at this point. The data from the customer site is being analyzed to identify the root cause. (B)(4).

Event description:
Philips received a complaint from a customer site alleging deficiencies in the image quality obtained with the use of pulmonary gating on a gemini tf 16 slice system. There has been no reports of any misdiagnosis, but the images have been deemed unacceptable.